Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular port was broken and additionally noted that one case screw was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that the external pulse generator's ventricle port connection was broken and was not latching the cable. The generator was returned for service. There was no patient involvement.